Event description:
Benign tumor removed from right root in (B)(6) 2008. Podiatrist was also surgeon. Physician informed pt and family after surgery that tumor destroyed partial bone in middle toe and it was necessary to repair the toe bone with synthetic putty. He stressed the descriptive word synthetic. Since the surgery pt has been very ill. In and out of hospitalization. Getting worse. Pt has been experiencing abnormal blood work results showing an ongoing allergic reaction and auto-immune symptoms ever since the operation. Pt experiences severe and frequent body swelling, especially glands in the neck affecting swallowing and breathing and in the ears and head on the right side as well as pains throughout only the right side of the body. Mris show several masses in the throat, one being 2.5cm. Allergy testing shows pt has allergic reactions to foods, grasses, and chemicals. Pt asked orthoblast manufacturer to please provide a list of the ingredients of the orthoblast ii paste, so pt can be tested further for allergic reactions for the ingredients of the product before it is assumed pt needs surgery to remove the orthoblast paste and or to medically counter the effects of orthoblast paste on the pt. Pt request was refused by manufacturer. Manufacturer maintains list of ingredients is proprietary. Pt is extremely ill and getting worse.